Manufacturer narrative:
H11: corrected: g1: reporting contact last name corrected.

Event description:
Through medical records received it was the patient initially implanted with 21mm aortic valve for 7 years 4 months underwent a valve in valve procedure due to severe aortic stenosis. A 20mm replacement valve was implanted in the patient. There were no complications and post procedure echo confirmed a well seated valve with no significant aortic paravalvular insufficiency. The patient was discharged on post operative day 1.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology. Added h6 conclusion code.

Manufacturer narrative:
Stenosis which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 21mm aortic valve for 7 years 4 months underwent a valve in valve procedure due to stenosis. A 20mm valve was implanted in the patient. The current patient status is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.